Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during a knee arthroplasty procedure, the tibial articular surface inserter did not properly insert the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned device revealed signs of use; however, the event was recreated with the complaint sample and no failure was detected. This type of event is addressed in the associated risk documentation and package insert. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.